Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in pelvic area") and genital haemorrhage ("excessive bleeding") in a (B)(6) female patient who had essure (batch no. A02556) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postpartum depression and depression. Concomitant products included oral contraceptive nos. On (B)(6) 2012, the patient experienced vision blurred ("blurred vision"). In 2013, the patient experienced fibromyalgia ("fibromyalgia"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression") and the first episode of anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), alopecia ("hair loss"), vitamin d deficiency ("vitamin d deficiency"), fatigue ("fatigue"), tooth disorder ("dental issues"), headache ("headaches"), hypoaesthesia ("ingling/numbness throughout body"), dizziness ("dizziness"), amnesia ("memory loss"), hot flush ("hot flashes"), insomnia ("insomnia"), nausea ("nausea"), weight increased ("weight gain"), hypotension ("low blood pressure"), the second episode of anxiety ("anxiety"), allergy to metals ("allergic to nickel/ hypersensitivity to nickel") with rash, pruritus and erythema, toothache ("tooth pain"), eye pain ("eye pain"), migraine ("migraine"), metrorrhagia ("bleeding between cycles"), pain in extremity ("toes pain. Feet, legs, hand pain"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), abdominal pain upper ("stomach pain"), arthralgia ("knee pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, vulvovaginal pain, alopecia, vitamin d deficiency, fatigue, tooth disorder, headache, hypoaesthesia, dizziness, amnesia, hot flush, insomnia, nausea, weight increased, hypotension, vision blurred, allergy to metals, toothache, migraine, metrorrhagia, pain in extremity and neck pain had resolved and the fibromyalgia, the last episode of anxiety, eye pain, musculoskeletal pain, abdominal pain upper and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, amnesia, arthralgia, back pain, depression, dizziness, eye pain, fatigue, fibromyalgia, genital haemorrhage, headache, hot flush, hypoaesthesia, hypotension, insomnia, metrorrhagia, migraine, musculoskeletal pain, nausea, neck pain, pain in extremity, pelvic pain, tooth disorder, toothache, vision blurred, vitamin d deficiency, vulvovaginal pain, weight increased, the first episode of anxiety and the second episode of anxiety to be related to essure. Diagnostic results: in (B)(6) 2012, essure confirmation test ( dye test). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in pelvic area"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("she passed a sac using the bathroom. Doctor said it sounded like she miscarried / probable miscarriage") and genital haemorrhage ("excessive bleeding") in a 35-year-old female patient who had essure (batch no. A02556) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included postpartum depression and depression. Concurrent conditions included memory loss. Concomitant products included oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fibromyalgia ("fibromyalgia"), depression ("depression"), the first episode of anxiety ("anxiety"), vulvovaginal pain ("vaginal pain"), alopecia ("hair loss"), vitamin d deficiency ("vitamin d deficiency"), fatigue ("fatigue"), tooth disorder ("dental issues"), headache ("headaches"), hypoaesthesia ("tingling/numbness throughout body"), dizziness ("dizziness"), amnesia ("memory loss"), hot flush ("hot flashes"), insomnia ("insomnia"), nausea ("nausea"), weight increased ("weight gain"), hypotension ("low blood pressure"), vision blurred ("blurred vision"), the second episode of anxiety ("anxiety"), allergy to metals ("allergic to nickel/ hypersensitivity to nickel") with rash, pruritus and erythema, toothache ("tooth pain"), eye pain ("eye pain"), migraine ("migraine"), metrorrhagia ("bleeding between cycles"), pain in extremity ("toes pain. Feet, legs, hand pain"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), abdominal pain upper ("stomach pain"), arthralgia ("knee pain"), back pain ("back pain") and paraesthesia ("tingling throughout body"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, alopecia, vitamin d deficiency, fatigue, tooth disorder, headache, hypoaesthesia, dizziness, amnesia, hot flush, insomnia, nausea, weight increased, hypotension, vision blurred, allergy to metals, toothache, migraine, metrorrhagia, pain in extremity and neck pain had resolved and the pregnancy with contraceptive device, abortion spontaneous, fibromyalgia, depression, the last episode of anxiety, eye pain, musculoskeletal pain, abdominal pain upper, arthralgia, back pain and paraesthesia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion spontaneous, allergy to metals, alopecia, amnesia, arthralgia, back pain, depression, dizziness, eye pain, fatigue, fibromyalgia, genital haemorrhage, headache, hot flush, hypoaesthesia, hypotension, insomnia, metrorrhagia, migraine, musculoskeletal pain, nausea, neck pain, pain in extremity, paraesthesia, pelvic pain, pregnancy with contraceptive device, tooth disorder, toothache, vision blurred, vitamin d deficiency, vulvovaginal pain, weight increased, the first episode of anxiety and the second episode of anxiety to be related to essure. Diagnostic results: in (B)(6) 2012, essure confirmation test ( dye test). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in pelvic area"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("she passed a sac using the bathroom. Doctor said it sounded like she miscarried / probable miscarriage") and genital haemorrhage ("excessive bleeding") in a 35-year-old female patient who had essure (batch no. A02556) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included postpartum depression and depression. Concurrent conditions included memory loss. Concomitant products included oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fibromyalgia ("fibromyalgia"), depression ("depression"), the first episode of anxiety ("anxiety"), vulvovaginal pain ("vaginal pain"), alopecia ("hair loss"), vitamin d deficiency ("vitamin d deficiency"), fatigue ("fatigue"), tooth disorder ("dental issues"), headache ("headaches"), hypoaesthesia ("tingling/numbnes throughout body"), dizziness ("dizziness"), amnesia ("memory loss"), hot flush ("hot flashes"), insomnia ("insomnia"), nausea ("nausea"), weight increased ("weight gain"), hypotension ("low blood pressure"), vision blurred ("blurred vision"), the second episode of anxiety ("anxiety"), allergy to metals ("allergic to nickel/ hypersensitivity to nickel") with rash, pruritus and erythema, toothache ("tooth pain"), eye pain ("eye pain"), migraine ("migraine"), metrorrhagia ("bleeding between cycles"), pain in extremity ("toes pain. Feet, legs, hand pain"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), abdominal pain upper ("stomach pain"), arthralgia ("knee pain"), back pain ("back pain") and paraesthesia ("tingling throughout body"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, alopecia, vitamin d deficiency, fatigue, tooth disorder, headache, hypoaesthesia, dizziness, amnesia, hot flush, insomnia, nausea, weight increased, hypotension, vision blurred, allergy to metals, toothache, migraine, metrorrhagia, pain in extremity and neck pain had resolved and the pregnancy with contraceptive device, abortion spontaneous, fibromyalgia, depression, the last episode of anxiety, eye pain, musculoskeletal pain, abdominal pain upper, arthralgia, back pain and paraesthesia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion spontaneous, allergy to metals, alopecia, amnesia, arthralgia, back pain, depression, dizziness, eye pain, fatigue, fibromyalgia, genital haemorrhage, headache, hot flush, hypoaesthesia, hypotension, insomnia, metrorrhagia, migraine, musculoskeletal pain, nausea, neck pain, pain in extremity, paraesthesia, pelvic pain, pregnancy with contraceptive device, tooth disorder, toothache, vision blurred, vitamin d deficiency, vulvovaginal pain, weight increased, the first episode of anxiety and the second episode of anxiety to be related to essure. Diagnostic results: in october 2012, essure confirmation test ( dye test). Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "tingling throughout body, pregnancy, device ineffective, she passed a sac using the bathroom. Doctor said it sounded like she miscarried / probable miscarriage", reporter added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.